Manufacturer narrative:
The company representative examined the system. The company representative cleaned and lubricated the system. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported the screen of the system turned black after the procedure had begun. The case was not able to be completed and was postponed for 15 days. Additional information has been requested.